Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Device received alarming new software release detected. Followed by an failure of flash memory alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to failure of flash memory alarm and new software release detected alarm.

Event description:
The customer reported via phone call that the insulin pump received a new software release detected and a battery out limit warning. The customer's blood glucose level was 127 mg/dl. The customer was unable to navigate and clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.